Manufacturer narrative:
Reported event an event regarding incorrect placement involving a mako tha software was reported. The event was confirmed. Method & results -product evaluation and results: review of the case session files noted the following: the root cause of the inaccurate cup inclination and version was a result of a failing bone registration. The center of rotation was off by greater than 2 mm, 6.66 mm and the crest point is floating off of the surface of the bone 5.22 mm from the bone surface and 4.81 mm from the target. Whenever the user is asked to manually verify the bone registration instead of auto accept it indicates that the bone registration may be failing. To improve the center of rotation the user should avoid capturing points off the articular surface of the pelvis and in a similar pattern to those points captured for CT landmarks. Bone registration orientational errors were introduced because of this failing bone registration. Hardware and software systems functioned within design parameters. Pre-surgery checks passed, and the system appropriately detected and warned the user to suspect bone registration by asking the user to manually verify the bone registration and continue at risk. This case represents a bone registration workflow issue rather than a system malfunction. The field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: pm successfully performed as part of service call. Found j6 brake check in warning, replaced j6 brake. Found j5 transmission cable fraying, replaced j5 transmission cable. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that robot was inspected with no reported discrepancies -complaint history review: a review of complaints in shows no other similar complaints for tha software - incorrect placement. Conclusions: based on the analysis of the relevant log files and session files, the alleged failure mode can be confirmed to have been caused by user error. In addition, a field service inspection confirmed a failed j6 brake check and fraying transmission cable which could have contributed to the inaccuracies experienced. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported that the planned inaccurate results for cup inclination and version when the surgeon compares the results from the robot vs. The post operative x-rays. Surgeon has encountered inaccurate results for multiple cases after assessing post-operative x-rays.